Event description:
(B)(4). According to the information received, a nurse was called by the patients mother because the bed was wet. The patient (child) had been catheterized the previous night for 24 hour urine collection. The catheter had snapped and leaked.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.